Event description:
It was reported that the patient was admitted for hematemesis and melena. Esophagogastroduodenoscopy (egd) with angiodysplasia of the proximal stomach was performed. The patient was transfused with packed red blood cells, protonix (pantoprazole), octreotide, and tranexamic acid given. Bipolar circum-active probe coagulation and endoclip placement was also done. The bleeding was resolved.

Manufacturer narrative:
Section e1: reporter email was not available. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.